Manufacturer narrative:
(B)(4). Batch #t5dc62. Investigation summary: the analysis results that one pcee45a device was returned with no visual non-conformance and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a semi-open pneumonectomy, the posterior cartridge could not be loaded into the jaw after the prior cartridge was removed from the jaw. The cartridge color was unknown. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device, it was found that the prior cartridge¿s pan was left inside the jaw. No further information is available.